Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a white screen and stopped infusing norepinephrine at the dose it was running, 0.05mcg/kg/min (programmed rate and volume unknown) during therapy. It was also stated that the registered nurse attempted to push the keypad with no results, the intravenous pump did not beep or alarm in any way before the screen turned white. The pump was swapped out to continue infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.